Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a peeling stage two ulcer under the lifevest equipment. Patient reported an allergy to metals. There was no alleged device malfunction contributing to the irritation. The patient¿s physician released the patient from the lifevest. It is not clear if the lifevest was discontinued due to the skin irritation or from another medical reason. Reporting out of abundance of caution. Outcome of the irritation is unknown.